Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported over time the ins started moving sideways in the patient¿s body. The ins moving made it really hard for the patient to charge. The ins finally positioned itself to a point where the patient wasn¿t able to charge it at all. The patient stated it started moving sideways sometime in 2015 and when it first started moving, it took a really long time to charge. The patient stated it would take 8 hours to charge and then over time they were unable to charge at all. The device was taken out in (B)(6) 2016, but stated part of the lead was left implanted. The patient called to inquire if they could have an MRI of their pubic synthesis with part of the lead left implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product returned and analysis findings showed that the device experienced reduced capacity due to over discharge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for chronic low back pain and spinal pain reported seeing the poor communication screen on the patient programmer (pp), experiencing poor communication with the pp, not being able to communicate using the recharger, and being unable to charge. The last successful recharging session was around two months ago and the last time the consumer felt stimulation was 2.5 months ago. The reason for not charging was due to being pain free for a while and being too busy to charge. The consumer met with the manufacturer¿s representative (rep) who told her she needed a trickle charge but they didn¿t have time to do it. It was later reported by a health care provider that the device was returned for normal battery depletion. There were no injuries.